Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted into the patient and urine did not flow even though the catheter reached the bladder. It was stated that the event happened just after the catheter insertion and there was no kink or bent on the catheter. The patient did not have urine stone and no abnormality was observed in the patient's bladder. The urine flowed after the catheter replacement.

Event description:
It was reported that the foley catheter was inserted into the patient and urine did not flow even though the catheter reached the bladder. It was stated that the event happened just after the catheter insertion and there was no kink or bent on the catheter. The patient did not have urine stone and no abnormality was observed in the patient's bladder. The urine flowed after the catheter replacement.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temp sensing foley catheter with drainage bag cut from the inlet tubing. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and observed no issues with the inflation funnel. With the syringe attached the balloon deflated passively within (1 min 58 sec) and no observed no cuffing or issues with the catheter balloon. Dissected the balloon and the notch was perforated. The drainage bag was filled the drainage bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks or damages noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.